Event description:
The customer reported the tissue pad of the device had peeled off during a therapeutic neck dissection involving an open fine jaw type x. The procedure was completed with an olympus back-up device. There was no patient injury reported.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.